Event description:
It was reported that a needle stick occurred on the non-patient end of an unspecified bd¿ pen needle after doing an injection on a patient. There was no known report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number needle stick (npe). Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Device single use?: no. Device returned to manufacturer: no. This supplemental MDR also corrects the following fields: event description: it was reported that a needle stick occurred on the non-patient end of an unspecified bd¿ pen needle after doing an injection on a patient. Medical intervention is unknown.

Event description:
It was reported that a needle stick occurred on the non-patient end of an unspecified bd¿ pen needle after doing an injection on a patient. Medical intervention is unknown.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. No lot # provided. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a needle stick occurred on the non-patient end of an unspecified bd¿ pen needle after doing an injection on a patient. There was no known report of exposure, injury, or medical intervention.